Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos (real time operating system) cpu assembly and hard disk drive were evaluated and replaced. System software was also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.